Manufacturer narrative:
Updated/corrected information b5, h6 (device code, investigation finding, investigation conclusions. A device history record (DHR) review was unable to be performed because the serial number of the valve is unknown. The device was not returned to edwards lifesciences for further investigation, as the valve remains implanted, and no medical records or images were provided. Svd is a logical and expected consequence of the chemical, mechanical, and immunological processes associated with bhv implantation. The common endpoint of all these factors is calcification and degradation. Svd is an acquired condition, intrinsic to bioprosthetic valves, characterized by deterioration of the leaflets or supporting structures, leading to thickening, calcification, tearing, or disruption of the prosthetic valve materials. These changes result in valvular dysfunction manifesting as stenosis and/or regurgitation with a consequent drop in hemodynamic efficacy of the valve. Prior investigations and extensive literature review have shown that svd is predominantly related to patient factors and implant duration rather than to manufacturing issues. Events related to device design, manufacturing, or use error tend to manifest at an earlier implant duration. Degeneration-related structural deterioration is most commonly related to patient factors and is not usually an indication of a manufacturing non-conformance. Based on the information available, the most likely cause is patient factors, including coronary artery disease. There is no evidence to suggest an edwards manufacturing defect.

Event description:
Edwards received notification that this 87-y-o patient with a 7300tfx29 valve implanted in the tricuspid position underwent reintervention for a valve-in-valve procedure after an implant duration of approx. 6 years and 1 month due to degeneration leading to severe regurgitation. The patient presented with chest discomfort and shortness of breath. The patient was escalating diuretic doses. Troponin elevation was found. A 29mm sapien 3 ultra valve was implanted within the pre-existing edwards surgical device via the right femoral vein. Operators and echo consultant were reportedly extremely satisfied with end mean gradient recorded of 2mmhg. Reportedly, patient was noted as to be discharged home and recovered really well post operatively.

Manufacturer narrative:
H11: additional manufacturer narrative: the implant date is known only as "2018". Therefore, on (B)(6) 2018 is being used to calculate the minimum implant duration. The subject device is not available for evaluation as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from united kingdom a 87-year-old patient with a 7300tfx29 valve implanted in the tricuspid position underwent reintervention for a valve-in-valve procedure after an implant duration of approximately 6 years and 1 month due to severe regurgitation. The patient presented with chest discomfort and shortness of breath. Troponin elevation was found. A 29mm transcatheter valve was implanted within the pre-existing surgical device. Operators and echo consultant were reportedly extremely satisfied with end mean gradient recorded of 2mmhg. Reportedly, patient was noted as to be recovering well and was transferred to her referring hospital two days after valve-in-valve procedure.